Event description:
It was reported that the patient with this right atrial (ra) lead underwent a revision surgery in which this lead was surgically capped. No additional adverse patient effects were reported. This rv lead has not been received for analysis.